Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded. The patient reported that the patient was unable to test. The meter display was allegedly physically damaged. The patient was unable to obtain a result from the meter. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. The patient reported that the patient has a scratch on pt's face. The source is unknown. No further information has been reported.